Event description:
Ge ivent had issue where the screen went blank. Unable to monitor pts settings with a blank screen. Pt was required to be transferred to a back up ventilator and primary ventilator was pulled out of service. While pt was on ventilator, the ventilator screen went blank, no settings could be seen to monitor pt. Pt was transferred to another ventilator. Vent was sent in for repair.